Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in may 2020, the patient started noticing that the ins / stimulation was turning off, but the patient didn't recall turning it off; they didn't know how it turned off. On (B)(6) 2020, patient services had the patient connect and they confirmed that the ins charge was at 50% and the ins was off. They assisted the patient with turning stimulation back on and that stimulation could be felt. The patient called back again on (B)(6) 2020 and reported they couldn't feel stimulation again. It was confirmed that the ins had been turned off again, but the patient wasn't sure how the ins turned off. The patient was assisted again with turning the ins back on and adjusting stimulation from 3.5 volts to 4.2 volts where the patient could feel the stimulation. Patient programmer use and button functions were reviewed with the patient. No further complications were reported or anticipated.